Event description:
It was reported the urine did not drain using the antireflux valve.

Manufacturer narrative:
Based on the available info this event is deemed a reportable malfunction. No additional pt/event details have been provided to date. Should additional info becomes available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.